Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the float switch was stained red, the enclosure was cracked at drain fitting which was causing leak, both the covers were cracked and marked, the plate clip was chipped, the line cord was worn, and the pole clamp handle was broken. The investigator subsequently filled the tank with water, attached a temperature fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking from the reservoir) was confirmed during testing. The product problem occurred because the cracked enclosure near the drain fitting. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The enclosure was replaced in order to correct the product problem.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking from the reservoir. No patient injury or complications were reported in relation to this event.